Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, a lead diagnosis revealed high impedances across the patient's lead. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the scs system was explanted and replaced to address the issue.